Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was break and the needle was hard to remove. The blood glucose level was 125 mg/dl at the time of incident. Customer reports the introducer needle was no longer in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis.